Event description:
The customer reported that the insulin pump alarmed an error and squirted out insulin during the manual prime process. The customer's blood glucose reading was 33 mg/dl, and he has treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test and was unable to prime during the prime test as a result of a loose disk drive support disk.